Event description:
Healthcare professional reported that the valve was abandoned at implant. Surgeon seated the valve and tied a couple of stitches when dr questioned the coaptation of the leaflets especially at the commissure post with the green arrow. Dr tested the valve and found a large central leak. The valve was replaced with a smaller size hancock ii valve and was returned for eval.